Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer stated that, due to an unknown cause, the suspend feature would not work on the insulin pump. The customer stated that she had experienced low blood glucose for about a week. The customer's blood glucose was 42 mg/dl, which she treated with food. She stated that her blood glucose would drop to between 42 and 50 mg/dl before the insulin pump would register her low blood glucose. She stated that the reservoir showed the same amount of insulin as was shown on the status screen. She stated that the insulin pump had not been exposed to a strong magnetic field and declined to do the displacement test. She declined to complete the troubleshoot procedure, advising that she would call back the following day. She was advised to speak with her doctor regarding the low blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.